Manufacturer narrative:
B5: additional event information added from updated clinical rationale. H6: medical device problem code.

Event description:
Additional updated clinical rationale was received. An impella cp was inserted via the right femoral artery in a 64-year-old male for the indication of acute myocardial infarction complicated by cardiogenic shock. The patient¿s comorbidities were unknown, and the clinical state prior to initiation of support was identified as scai shock stage e. On day two of support, following placement of a foley catheter, the patient¿s urine initially appeared yellow and concentrated, later transitioning to pink and eventually red, consistent with hematuria. In response, the impella pump was repositioned. Per the field representative¿s report, the hematuria resolved, and the device was not removed due to the event. The reported hematuria is consistent with known clinical considerations associated with impella support, including anticoagulation, catheter positioning, and patient-specific hemodynamic factors.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical review/rationale: an impella cp was inserted via right femoral artery in a 64 year old male for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. The patient was in the ICU on support with the cp. On day 2 of support, a foley catheter was placed and initial urine output was yellow and concentrated. Urine output then turned pink and eventually red, in which the pump was repositioned. Support continued with no consequence to the patient and support. The device was explanted. Hemolysis is a known risk associated with impella cp as described in the instructions for use.

Manufacturer narrative:
Additional information the pump is not available; the hematuria did resolve and the pump was not removed due to failure mode.

Manufacturer narrative:
The investigation was completed. Investigation summary: hematuria/ppae: the cause of the injury was not determined due to insufficient clinical details.